Manufacturer narrative:
Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The field report of high lead impedance was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the clinic after feeling vibratory alert. High impedance values were noted on the ra lead. The device was explanted and replaced. The patient is in good condition following the procedure.